Manufacturer narrative:
(B)(4). Batch #: t9434a. Investigation summary: the device was returned with the jaws misaligned and the clamp arm damaged. Upon further analysis of the tissue pad, an off-center burn-in was observed. Additionally, the blade was damaged, however, it was not cracked. The tissue pad was damaged, melted and 100% present. The device was tested on a gen11. The device did activate. No "difficult to open or close" issues could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue. Additional information was requested and the following was received: there was no burn with the patient & surgeons. The complaint is about misalignment of the jaw. The first device was confirmed it after the surgeon inserted to the abdominal cavity, the second was on opening the package.

Event description:
It was reported that during an unknown procedure, the jaws had been misaligned when the package was opened. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.